Event description:
The customer reported that during a case, they have had two punches that failed to work properly. One opened but did not close and the other seems to be jammed shut. The samples were saved and will be returned. Product code rck45; lot number is unk.